Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recv3447 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient underwent PICC catheter insertion under ultrasound guidance on (B)(6) 2018 due to chemotherapy for malignant lymphoma. On (B)(6) the patient was re-admitted to the hospital for further chemotherapy. When using the catheter, a night shift nurse found the attachment between the red connector of the extension tube and the white tube (indicating 18g) became loosened. The two parts were seperated from each other after a gentle touch by the nurse who then replaced it with a new extension tube. The patient and his/her family said they did not touch the tail end of the catheter other than regular maintenance. It was stated that two devices were noted to be loosened. This report addresses the second device.

Event description:
It was reported that the patient underwent PICC catheter insertion under ultrasound guidance on (B)(6)2018 due to chemotherapy for malignant lymphoma. On (B)(6)17, the patient was re-admitted to the hospital for further chemotherapy. When using the catheter, a night shift nurse found the attachment between the red connector of the extension tube and the white tube (indicating 18g) became loosened. The two parts were seperated from each other after a gentle touch by the nurse who then replaced it with a new extension tube. The patient and his/her family said they did not touch the tail end of the catheter other than regular maintenance. It was stated that two devices were noted to be loosened. This report addresses the second device.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint that the luer detached from the extension leg was confirmed and the cause appeared to be associated with use of the device. Two 4fr single-lumen groshong nxt PICC connectors were returned for investigation. The returned samples exhibited evidence of use. Each connector had been assembled and segments of 4fr groshong tubing were extending from the distal end of the strain relief oversleeve. On one sample the red connector was received separate from the extension leg. The printing was completely worn from the extension leg and white oversleeve. On the other sample, the red connector was received partially separated from the extension leg. The printing was partially worn from the extension leg. A non-vad needleless injection cap was attached to each red connector. The white oversleeve remained attached to the proximal end of the extension leg. A functional test revealed that each connector and catheter tubing were patent to infusion. The connector and the extension leg tubing were within dimensional specification. It was reported that the hub separation occurred 6 months after placement. Due to the duration of use and no dimensional issues with the mating components, it appeared that the damage was associated with use of the device. A lot history review (lhr) of recv3447 showed no other similar product complaint(s) from this lot number.